Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during an implant attempt, it was suddenly observed that the device failed to sense p waves, even though initial measurements were normal. Accordingly, the atrial lead was disconnected from the generator for re-measurement. Atrial capture threshold and the impedance increased to more than 3.0v/0.4ms and 2600 ohm respectively. The atrial lead was replaced by a new lead. After the atrial lead problem, ventricular pacing rate suddenly decreased to 48-50bpm irregularly. In order to test ventricular lead again, it was disconnected and measurement values were still normal. The physician suspected that the device had a problem because it occurred following atrial lead problem. The physician decided to replace the subject device.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during an implant attempt, it was suddenly observed that the device failed to sense p waves, even though initial measurements were normal. Accordingly, the atrial lead was disconnected from the generator for re-measurement. Atrial capture threshold and the impedance increased to more than 3.0v/0.4ms and 2600 ohm respectively. The atrial lead was replaced by a new lead. After the atrial lead problem, ventricular pacing rate suddenly decreased to 48-50bpm irregularly. In order to test ventricular lead again, it was disconnected and measurement values were still normal. The physician suspected that the device had a problem because it occurred following atrial lead problem. The physician decided to replace the subject device. The preliminary analysis of the returned pacekmaker suggests that the issue is due to a lead connection issue.